Manufacturer narrative:
The device is not available for evaluation.

Event description:
The event involved a 155 cm (61") appx 1.5 ml, pur yellow smallbore ext set w/1.2 micron filter, luer lock where the customer reported that a leak was discovered at universal female adapter, used for chemotherapy, between the junction with the bag adapter. The leak was detected during patient infusion, after 30 minutes of an unspecified chemotherapy medication. There was low fluid loss, around 10 ml maximum. No one was harmed during the incident, the patient's hospital stay was not prolonged, and medical intervention was not required. The leak did not come into contact with the patient nor the healthcare provider, there was no unprotected exposure to the medication, and the leak has been cleaned by the facility's protocol without a special kit being used.

Manufacturer narrative:
The complaint of leaks on item 011-cl3534 cannot be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Lot history review was reviewed and no non conformities were found that would have led the reported condition on the complaint.